Event description:
It ws reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and zeroed successfully prior to insertion. The md inserted the sheath via the patient's right femoral artery. After the iab was inserted, the md was unable to get pressures on the pump and as a result, the md removed the iab by pulling it back through the sheath. The light bulb icon on the console was green. Another iab was prepped and inserted through the existing sheath in the pt's right femoral artery. There was no reported pt death or injury. There were no reported pt complications. Medical/surgical intervention was not required. There was no reported delay or interruption in intra-aortic balloon pump (iabp) therapy. Additional info received on (B)(6) 2012 by the manager, clinical support, stated that the membrane of the iab did not appear to have been inflated prior to the md removing back out of the sheath. Updated info received on (B)(6) 2012 reported that "the pt had procedure and was doing well in ICU." Further info received (B)(6) 2012 from the manager, clinical support, stated that the zero process for the fiberoptix sensor (fos) took place as recommended and the light indicated zero and calibration successful prior to insertion. Once the iab was in the aorta, they were not able to get any pressure readings and therefore removed the iab without establishing a fluid filled setup as an alternative pressure reading. The iab was removed from the pt because there was no pressure reading from the fos and the md wanted to use the fos.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.